Manufacturer narrative:
The device involved in the event was discarded by the customer. Therefore, the specific meter serial number and test strip lot number are unknown. No device is expected to be returned. Attempts have been made to reach the customer to gather additional details regarding the reported event. If additional information is received, a follow-up report will be filed.

Event description:
A customer placed a call to abbott diabetes care customer service and relayed an event that occurred in 2007, that involved a freestyle branded meter. The customer reported that she had been experiencing symptoms of heaviness on her chest, shortness of breath, excessive thirst, lethargy and frequent urination. The customer reported getting some readings that were lower than she felt and readings of "hi" on their meter (a "hi" message indicates a reading greater than 500 mg/dl), although when these readings were taken in relation to the event is unknown. The customer reported symptoms of flu including nausea. Due to the symptoms, the customer went to the emergency room, where a breathing treatment was administered. Per the customer, a blood sugar reading was not taken in the emergency room. The customer was discharged to home. Two days later, she was found unresponsive by her sister and was taken to the hospital, where the customer reported the hospital received a blood glucose reading of greater than 2000 mg/dl. The customer was hospitalized and treated. The customer's diagnosis, length of hospitalization, and exact treatment are unknown.